Event description:
It was reported that the patients right ventricular (rv) lead exhibited noise and high/undefined pacing impedance. A lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.